Manufacturer narrative:
Date sent to FDA: 4/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/12/2022. Additional b5 narrative: it was reported that the patient experienced urinary frequency, abnormal bleeding, pelvic pain. It was reported that the patient was diagnosed with exposed vaginal mesh on (B)(6) 2018. It was reported that the patient underwent removal surgery on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 4/29/2020. Corrected information: d4, h4.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.